Event description:
It was reported to boston scientific corporation that a polyform synthetic mesh was implanted during a posterior colporrhaphy with mesh procedure performed on (B)(6)2007 to treat a patient with a large rectocele. The patient was taken to the recovery room in satisfactory condition at the conclusion of the procedure. On (B)(6) 2017, the patient was admitted in the hospital due to an infected posterior wall vaginal mesh. The patient underwent a revision procedure. During the procedure, a vertical incision was made and carried down to the mesh. It was an arduous dissection, but the physician carefully dissected off the rectum and it appeared to be a triangular piece of mesh. It was cut in the midline and removed in completion, that was in right and left side. There was no obvious defect noted upon palpation of the rectum. The rectal area was distended up and there was no leak in the rectal area. The incisions were closed using sutures and a vaginal pack was placed.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2017, revision procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Revision surgery performed (B)(6). Block h6: patient code e1906 captures the reportable event of infection. Impact code f1905 captures the reportable event of revision surgery performed. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.